Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photo shows two product label in which product details was mentioned and verified with tw details. The second photo shows a partial view of two drainage catheters. One catheter is packaged inside its pouch, while the other is placed aside. The catheter outside the pouch is preloaded with a trocar, and the trocar tip is visible at the distal end therefore, the investigation is inconclusive for the reported trocar needle shorter than catheter issue for both the devices as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent preparation for an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drain. Prior to the procedure, it was identified that the length of the trocar needle was shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2026, the patient underwent preparation for an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drain. Prior to the procedure, it was identified that the length of the trocar needle was shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd